Manufacturer narrative:
The baxter product analysis lab received the sample and the returned transfer set was found to have a broken occluder foot/leg. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
During evaluation, the returned transfer set was found to have a broken occluder foot/leg.